Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned the luminometer, waste probe and base dispense. The customer's quality control results was not affected, and there were no system errors observed in the event log. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and considered discordant when compared to the result of a new four hour sample draw. The initial troponin result was questioned by the emergency room physician and both patient samples were retested. The repeat troponin test results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.